Event description:
A malfunction code was reported by the customer, identified as malf 0, but there were no significant events before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a normal range. Technical support provided the customer with information to reset the pump and assisted in the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if any issues returned. The customer acknowledged and understood the instructions.